Event description:
It was reported that the device was used during a thoracotomy. The device was clamped on some structure and the device would not open. The or nurse stated the reverse button was used to open the device. However, the surgeon stated he used the manual override. No further information is available at this time. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon closed the device on tissue and went to fire. The device fired half way then the motor stopped so the surgeon removed battery then put it back in and the device still would not move. The staff opened another device and the surgeon put in a new battery and the device still would not move. Finally the surgeon used the manual override to remove the device from tissue. The cartridge was green on the lung. There was no tissue damage. The surgeon did try the reverse switch but the motor was dead. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.